Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a high-risk patient with an in tra-aortic balloon pump in place, access via direct aortic approach was used due to severe peripheral vascular disease. The valve was 80% deployed and the patient became hypotensive. The valve was recaptured and was removed from the patient. That patient was unable to be resuscitated. It was reported that the patient also had severe mitral regurgitation. The cause of death was reported to be heart failure due to aortic insufficiency caused by crossing the valve. The physician reported the death was related to the patient condition and not valve related.

Manufacturer narrative:
Hypotension during implant of a transcatheter aortic valve was typically a transient stage and resolved upon full deployment of the valve. In this case, the reported severe patient disease stage and comorbidities may have contributed to this event. There was no report of a device malfunction or quality deficiency that may have caused or contributed to the hypotension of the patient's death. The report indicated that the patient was too sick and could not tolerate the procedure, but an assignable root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.